Manufacturer narrative:
It was suspected that the customer may have excessively squeezed their finger for the test, but no specific information was provided. The strips were requested for investigation, but are not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from coaguchek inrange meter serial number (B)(4).. The result from the meter in the morning was 4.7 inr. The result from the laboratory within 3 hours using stago neoptimal reagent was 3.39 inr. At 5:30 p.m., the meter result was 3.5 inr. The therapeutic range was 2-3 inr. The testing frequency was not provided.